Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported after flap creation on a patient it was evident that although the flaps look centered on the screen, the flaps were decentered once the laser completed the cut. Surgery was completed successfully. The patient has good visual acuity post-operatively. Additional information was received from they physician stating the patient is doing well. After examination the flaps appear centered. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).